Manufacturer narrative:
Additional cases associated with this article: 3025141-2020-00151: case 1. 3025141-2020-00152: case 2.

Event description:
Case 3: patient was implanted with an acu-loc 2 distal radius volar plating system to treat a distal radius fracture. At month 13 post op, the patient experienced loss of flexion of the thumb two months prior. During second surgery, fpl tendon rupture migration of one of the distal screws were identified and tendon transfer was performed and the plate was removed (as the fracture had achieved complete union). Article: evaluation of flexor pollicis longus tendon rupture after treatment of distal radius fracture with the volar plate. Kamil yamak; huseyin gokhan karahan; berrak karatan; cemil kayall; taskinn altay; j wrist surg 2020;9:219-224.